Manufacturer narrative:
A specific root cause for this event could not be identified. Additional information was requested for investigation but was not provided. Possible root causes include a contaminated mixing tower that could contribute to false results, or defective or improperly inserted o-rings which could impede sample flow. It was noted that there were no other past or new complaints similar to this issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer received high ise indirect na for gen.2 results for sodium (na) for nine patient samples, and a high ise indirect cl for gen.2 result for chloride (cl) on one of those nine patient samples. The customer noted that instrument was calibrated and qc was performed before the event with no issues. Upon obtaining the high initial sample results, qc was performed again and was out of specification. The instrument was re-calibrated and qc was performed for a third time. The qc was now within specification, and the samples were repeated. No alarms or error messages were received from the analyzer at the time of the event. All results were reported outside the laboratory. The laboratory issued corrected reports with the repeat results. Patient 1: initial result = 146 mmol/l; repeat result = 140 mmol/l. Patient 2: initial result = 147 mmol/l; repeat result = 140 mmol/l (female, dob (B)(6) 1938). Patient 3: initial result = 149 mmol/l; repeat result = 141 mmol/l (male, dob (B)(6) 1945). Patient 4: initial result = 149 mmol/l; repeat result = 141 mmol/l (male, dob (B)(6) 1952). Patient 5: initial result = 146 mmol/l; repeat result = 137 mmol/l (male, dob (B)(6) 1947). Patient 6: initial result = 149 mmol/l; repeat result = 138 mmol/l (female, dob (B)(6) 1949). Patient 7: initial result = 147 mmol/l; repeat result = 136 mmol/l; chloride: initial result = 109 mmol/l; repeat result = 99 mmol/l (male, dob (B)(6) 1948). Patient 8: initial result = 150 mmol/l; repeat result = 139 mmol/l (female, dob (B)(6) 1965). Patient 9: initial result = 148 mmol/l; repeat result = 138 mmol/l (female, dob (B)(6) 1955). No adverse events were reported for the patients. The sodium and chloride electrode lot numbers and expiration dates were not provided. The field service representative (fsr) could not determine a cause. He replaced the mixing tower and o-rings, as well as cleaned and deproteinized the probes. He performed electrode service and primed the fluidic system. The fsr ran a successful ise precision, which was verified by the customer with acceptable controls.